Event description:
The customer reported that she was in a car accident, and her insulin pump may have been damaged due to the air bags. The customer stated that her blood glucose levels were high, and she was treated at the hospital. The customer didn't see any physical damage. Troubleshooting was performed, and the insulin pump passed the self test. The customer was unable to conduct further troubleshooting as she didn't have supplies with her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.